Event description:
Healthcare professional reported right side suspicion of asia syndrome - not device related, ¿systemic and local complaints¿, ¿bilateral double capsule¿, ¿periprosthetic liquid¿, and ¿thickening of the capsule in the left internal quadrants previously studied by analysis and a MRI". The device has been explanted with a complete capsulectomy.

Manufacturer narrative:
Visual analysis of the photographs identified: -autoimmune/connective tissue disorders-ndr: not applicable as the event is not related to the device -double capsule:unable to observe as it is a medical event that is not related to the device. - visibility/palpability : unable to observe as it is a medical event that is not related to the device. -seroma:unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717:covid-19 quality plan - complaint handling.

Event description:
Healthcare professional reported right side suspicion of asia syndrome, ¿systemic and local complaints¿, ¿bilateral double capsule¿, ¿periprosthetic liquid¿, and ¿thickening of the capsule in the left internal quadrants previously studied by analysis and a MRI". The device has been explanted with a complete capsulectomy..

Event description:
Healthcare professional reported right side suspicion of asia syndrome, ¿systemic and local complaints¿, ¿bilateral double capsule¿, ¿periprosthetic liquid¿ and ¿thickening of the capsule in the left internal quadrants" diagnosed by MRI. The device has been explanted with a complete capsulectomy followed by a breast reconstruction with intramuscular fat grafting.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: visibility/palpability: unable to confirm as it is a medical event not related to the device. Autoimmune/connective tissue disorders ¿ ndr: not applicable as the event is not related to the device. Double capsule: unable to confirm as it is a medical event not related to the device. Seroma-late: unable to confirm as it is a medical event not related to the device. Additional observations: deformation observed. Yellow particles on the surface of the shell. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side suspicion of asia syndrome - not device related, ¿systemic and local complaints¿, ¿bilateral double capsule¿, ¿periprosthetic liquid¿ and ¿thickening of the capsule in the left internal quadrants" diagnosed by MRI. Device has been explanted with a complete capsulectomy followed by a breast reconstruction with intramuscular fat grafting.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, b6.

Manufacturer narrative:
Health effect - impact code: f2203 - imaging required and f2201 biopsy. A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Healthcare professional reported right side "periprosthetic liquid", "double capsule", "thickening of the capsule", and "suspicion of asia syndrome" (non device related). The device has been explanted.